Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight decreased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, pelvic pain, psychological trauma and weight decreased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2016. Received treatment for pelvic pain, abdominal pain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case becomes an incident. New events added : abdominal pain, psych injury, weight loss. Outcome of the events pelvic pain, abdominal pain, psych injury were updated to recovered/resolved. Reporter's information was updated. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3) and parity 2. Concurrent conditions included urinary tract infection, acute appendicitis, small bowel obstruction, endometriosis and cholecystitis. Concomitant products included lorazepam (ativan) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight decreased had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2016. Received treatment for pelvic pain, abdominal pain, weight loss. Essure coils- left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dyspareunia, pelvic pain lot number: 919034 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3) and parity 2. Concurrent conditions included urinary tract infection, acute appendicitis, small bowel obstruction, endometriosis and cholecystitis. Concomitant products included lorazepam (ativan) and omeprazole. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain and weight decreased had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6)2016. Received treatment for pelvic pain, abdominal pain, weight loss. Essure coils- left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded. Imaging procedure - on (B)(6)2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received. Reporter information updated. Lot number added. Previously reported event psych injury was updated to depression and mental anguish. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Medical history and concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and device dislocation ('one essure within the pelvic cavity'). In an adult female patient who had essure (batch no. 919034), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida (3), parity 2, abdominal pain, left upper quadrant pain, vomiting, dyspareunia, abdominal distension and weight loss. Concurrent conditions included: urinary tract infection, acute appendicitis, small bowel obstruction, endometriosis and cholecystitis. Concomitant products included: lorazepam (ativan), medroxyprogesterone acetate (depo-provera) (B)(6) 2012, omeprazole and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight decreased had resolved. And the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted, as essure insertion date: (B)(6) 2016. Received treatment for pelvic pain, abdominal pain, weight loss. Essure coils: left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2015, 1. Negative exam for acute abnormality changes. 2. Post procedural appearance of the uterus, similar to previous exam. 3. Mild fatty appearance of the liver; hysterosalpingogram: on (B)(6) 2012, essure device was successfully occluded; imaging procedure: on (B)(6) 2012, bilateral occlusion. Concerning the injuries reported in this case, the following ones in patient¿s medical record: confirming dyspareunia, pelvic pain. Lot number#: 919034, manufacture date: 2011-11, expiration date: 2014-11. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2021, mr received: event: one essure within the pelvic cavity added and made medically significant and intervention required, due to surgery. Reporter, medical history and lab test added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and device dislocation ('one essure within the pelvic cavity') in an adult female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 2, abdominal pain, left upper quadrant pain, vomiting, dyspareunia, abdominal distension and weight loss. Concurrent conditions included urinary tract infection, acute appendicitis, small bowel obstruction, endometriosis and cholecystitis. Concomitant products included lorazepam (ativan), medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2012, omeprazole and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and weight decreased had resolved and the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2016. Received treatment for pelvic pain, abdominal pain, weight loss. Essure coils- left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: 1. Negative exam for acute abnormality changes. 2. Post procedural appearance of the uterus, similar to previous exam. 3. Mild fatty appearance of the liver.. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dyspareunia, pelvic pain. Lot number: 919034 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.